Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 394 mcg/day; lot # unattainable) in flex dosing mode for intractable spasticity. Beginning on an unknown date, the patient was not getting relief of spasticity even with an increased dosing. Additionally, the cap (catheter access port) was unable to be accessed while in the office. In surgery, there were several attempts to trim the catheter in the pump pocket and spine pocket, but no csf (cerebral spinal fluid) was able to flow. At that point, the physician had decided to replace the entire catheter on (B)(6) 2015. As of the date of this report, the issue had been resolved. As mentioned, the patient had worsening discomfort and spasticity. The patient was alive without injury. The patient's other medications, pertinent medical history, onset, and cause of the event was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to MFR. Report number 3007566237-2016-00130 for the 8784 ascenda catheter.